Event description:
It is reported that the articular surface would not fully seat. The surgeon requested another poly of the same size and it seated very easily.

Manufacturer narrative:
Evaluation summary: an evaluation of the device concluded that one or both sides of the inner dovetail lips are compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical techniques; however, more info would be needed to conclusively make that determination. A definitive root cause cannot be determined at this time. Evaluation: the device history records were reviewed and were found conforming; indicating the device was manufactured, inspected and packaged to specifications.